Event description:
It was reported the device is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on (B)(6) 2021. The pacemaker was explanted prophylactically with no known malfunctions, and the patient was in stable condition.

Manufacturer narrative:
Analysis was normal. No anomalies were found.